Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to push. Customer reported that the insulin pump squirts during priming. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the insulin pump had deep scratches on screen. Customer stated that the insulin pump had rejected a brand battery. Customer reported that the insulin pump louder to rewind. The insulin pump will not be returned for analysis.